Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a failure occurred in main drawer 2.1, which displayed the failure code "userinitiatedfailure." The customer reported that the drawer could not be recovered. The customer also stated that the machine had been rebooted, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another pyxis station or pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer failed to recover. The field service engineer (fse) assisted the customer in removing the cubie from drawer 2.1 and found that the cubie lid was broken and unable to be popped out. Further, the engineer logged in to the hardware test application (hta), opened the main drawer 2.1 half height, and released the cubie in the tray. The customer then verified the operation by recovery to resolve the issue. The system functioned as intended after the field service engineer repaired the device.